Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. Surface cuts were noted in the insulation. The helix was extended and blood/body fluid was noted in the lumen. Upon return the helix was not functional. After the blood/body fluid was removed from the helix, the helix mechanism was functional. The lead passed all electrical testing.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this lead was seen in the emergency room after reporting getting a shock. Upon interrogation high thresholds and loss of capture (loc) was seen. It was determined that the lead had dislodged. The patient was seen for a revision procedure where the lead was attempted to be repositioned but was unsuccessful as the helix would not extend after retraction. The lead was explanted and returned. There were no additional adverse patient effects reported.